Manufacturer narrative:
Conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the device seized and may have jammed. A second device was used to successfully complete the procedure, with no adverse patient consequences. It was reported that the device may have jammed with tissue and body fluids, or that the surgeon was using a grasper which may have also jammed the device.